Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and an output transistor was noted to be damaged. The cause was believed to be therapy delivery into a low impedance load.

Event description:
It was reported the patient received shocks at home, and paramedics were called. External defib was delivered prior to transporting patient to the ER. The patient arrived at the hospital in vf, but additional external defib broke the rhythm. Device interrogation revealed back-up vvi mode. After the device was restored with a download, a capacitor maintenance test revealed alerts for output circuit damage and low, out of range high voltage impedance on the lead. The hv therapy was unable to be programmed on. The device was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.